Event description:
Ventilator failed to pressurize circuit. Turned ventilator off and back on and it failed est. Pt had to be bagged with 100% 02 while ventilators switched out. Vent sent to biomed. Findings: liquid was spilled onto solenoid, causing it to fail.